Manufacturer narrative:
Investigation: we have been provided with the three reference samples. After the evaluation of the returned sample, we could not confirm the presence of plastic particles inside the syringe. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (may 22 - 25th 2017). Syringes were assembled in machine, (B)(4), in lot #7132492 (may 15 - 22nd, 2017) and in lot #7139348 (may 22 - 29th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7139229, #7132413, and #7125066 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7139234, #7125072, #7132417, and #7118049 and no problems, defects or qn related to the reported issue were found. Root cause analysis: based on the customer description of the issue we think that this particles could be composed by lubricant particles. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: the returned samples do not present any extra particle in the syringe. We could not confirm the reported issue. CAPA determination: we have initiated the appropriate corrective and preventive actions for this issue. CAPA # (B)(4).

Event description:
It was reported that plastic foreign matter was found in a bd discardit¿ ii syringe before use. There was no report of injury or medical interventions.